Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed shock impedances of greater than 125 ohms. The rise in impedance was gradual. The system will continue to be monitored. There were no adverse patient effects reported. The system remains in service.